Event description:
The pt's electrode array is reportedly out of cochlea. The pt experienced strong facial contractions and pain when the device was operating. The pt became a non-user. Revision surgery to reposition the electrode has been discussed. The pt continues to be monitored by the clinic.